Event description:
(B)(6) reported on (B)(6) 2011 that they were aware of a altered biodistribution issue with sestamibi-r- due to a generator malfunction. Lot affected was 1134. Product passed the company's qi and assayed for the correct amounts of sestamibi-r-. However, affected pt's heart was unable to be visualized on nuclear scan during cardiac stress testing due to the increased uptake by of the radioisotope by the stomach and bowel. Patient did not suffer any harm, but is inconvenienced by having the test repeated.